Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/21/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement was performed on 0(B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced deflation post procedure. As a result, the patient underwent bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prostheses on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 1.8 cm at the patch. Also was noticed a crease within an area of shell abrasion on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/20/2018, the device history record (DHR) of lot number 5525969 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 3/21/2018. The devices were replaced with mentor smooth round moderate profile 425cc saline prostheses. The device was implanted in 2004, and the date of explant has been updated to (B)(6) 2018 per the additional information received. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial (B)(4). Manufacturer¿s reference number: (B)(4).